Event description:
Additional information received noting that the patient's device was checked in pre-op and high impedance was observed, as expected. During surgery, the generator was first replaced but high impedance was still observed. The surgeon proceeded with a lead revision but due to extensive scarring no new lead was placed. The newly opened generator was scrapped. The suspect device has not been received by product analysis to date.

Event description:
The suspect device was received, and product analysis is underway.

Event description:
Product analysis was completed on the returned generator. Other than the ifi (intensified follow-up indicator) condition due to ¿vboost¿ compliance voltage condition, the device performed according to functional specifications.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was found to have high impedance and was sent for an MRI and then referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead.